Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a hypoglycemic event that occurred on (B)(6) 2015, requiring medical intervention. Patient reported that the diabetic low was not related to dexcom equipment. Patient reported that he was vacationing in the (B)(6), approximately 50 miles from (B)(6) at the time of the reported event. Patient's wife woke up to the dexcom receiver vibrating. Receiver read "low". Patient's wife looked over to find patient soaked in sweat and unresponsive. Patient's wife called paramedics. The complaint states that the patient's wife administered insulin injection at 3:30 am. Patient was still low, under 40mg/dl. Patient's wife administered honey and orange juice. Patient became alert around 4:15 am. Patient reported at the point his blood glucose (bg) was in the high 40's mg/dl. Paramedics arrived at 4:30 am. It was reported that the patient's bg level was at 180mg/dl when paramedics arrived. Paramedics did not treat the patient. At the time of contact, patient reported current condition as ok. No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of hypoglycemia, resulting in loss of consciousness.